Event description:
Device was removed due to "pain". 10/23/96 - upon receipt of the physician/surgeons operative report, it stated,... "The prosthesis was inflated and deflated with ease, and it was noted to be perfectly normal operation. There was no obvious reason for the pt's complaint of penile pain. There was no evidence of infection. A corporotomy incision was made on the right, and the right cylinder was removed with ease. Cultures were taken both distally and proximally with the use of aerobic and anaerobic culture medium. A left corporotomy was made, and this cylinder was easily removed. There was no evidence of infection. A very normal sheath had formed around each cylinder. The pump was removed from the scrotal compartment. Attempts to try to dissect up over the pubic ramus, trying to dissect toward the reservior, were somewhat hazardous, since it was in close proximity to the bladder. Decided to leave the reservior inplace and cut the tubing and allow it to retract up into the retropubic space".